Event description:
A healthcare professional reported that system automatically returned to cone scan request screen during the coupling process even though both vacuums were successfully achieved, additionally patient had an incomplete flap in which a homogeneous interface for the laser treatment was not visible in the left eye during refractive surgery. Additionally, the coupling has been achieved after changing to new cone. The patient's current condition is improving and surgeon planned for reintervention in three months with a change of procedure to trans photorefractive keratectomy.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).